Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history showed multiple call service alarms, but none were duplicated during testing. The keypad was found to be peeling from the bottom of the ok keys. During testing, all of the keypad buttons responded appropriately. Evaluation revealed that the display was dim and discolored. A test display was used for investigation and was found to function appropriately. During evaluation, there was damage found to the back of the pump case. The pump case was opened and evidence of moisture corrosion was observed on an internal component of the pump. Unrelated to display, case damage and corrosion issues, evaluation revealed that multiple call service alarms were recorded in the pump history, but none were duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. The pump case was damaged on the back of the pump and moisture corrosion was found on an internal component. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.